Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and then was admitted to the hospital for diabetic ketoacidosis. The contact was not with the customer at the time of the report and could not provide further information. Upon follow-up, the contact declined to provide further information regarding the event.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed. No failure was identified related to the reported issue was identified in the pump data; however, a different issue was found.